Event description:
Boston scientific received information that during a right atrial (ra) lead revision procedure, this right ventricular (rv) lead was attached to the ra lead and dislodged during the ra lead extraction procedure. The rv lead was explanted and successfully replaced with no adverse patient effects reported.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated